Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was stated that the patient initially got relief but then "it stopped working" prior to the surgical intervention.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient had just had a catheter revision on (B)(6) 2018. While in the waiting room, the patient stated they had a home health nurse coming to their home to do dressing changes. It was noted the nurse told the patient that the incision appeared infected and swollen from one week to another. The title of the mpxr was surgical site infection. When the neurosurgeon removed the dressing, the incision was healed and did not appear infected, but was swollen. The hcp took a syringe and needle and was able to aspirate 10 cc of yellowish fluid. The hcp noted it did not look infected but could not tell if it was csf, drug, or a combination of both. The patient stated they were not getting any pain relief even after a dose increase on (B)(6) 2019. The patient denied having a headache but noted their neck was feeling stiff. The hcp told the patient to get an x-ray to see if the catheter had pulled out and bring the disc to their new appointment. On (B)(6) 2019, the hcp was thinking the catheter may have disconnected at the collette connection, and planned to admit the patient through the emergency department on (B)(6) 2019. The plan was to do a catheter revision on (B)(6) 2019 in the afternoon. Additional information received from a manufacture representative reported according to the home health nurse the issue began a couple weeks after surgery that it appeared infected. The hcp stated the site did not look like it was infected and was not treated as an infection. No antibiotics were prescribed. Additional information stated the patient's weight was not noted. Additional information was received from the rep on (B)(4) 2019. It was reported that they are doing a catheter revision and will be utilizing cautery for removing scar tissue around the drug infusion system. The rep stated that they found in the distal section of the catheter that the catheter was in the connector but not securely connected and when the surgeon went in it came right out, it was not secure in the collet. The rep inquired if there would still be drug in that most distal section of catheter; and it was reviewed that they would have no way to confirm this and the healthcare professional (hcp) would need to decide on whether or not to do a priming bolus. It was confirmed with the caller that it would take approximately 2 days for the patient to get drug if that section of catheter was completely cleared based on the volume and pump flow rate. There were no further complications reported/anticipated. Additional information received from a manufacturer representative (rep) indicated that patient's weight was (B)(6). It was noted the patient had catheter revision today ((B)(6) 2019). The healthcare professional (hcp) opened the patient¿s back and examined the catheter at the collette connectors. The hcp stated it appeared okay, but when tugged on the catheter at the connector, the catheter immediately came out of the connector. The connector was replaced. The amount of catheter removed was 5 cm. The catheter length was updated in pump. The patient's dose lowered to 0.0481 mg/day. No further complications were reported/anticipated.